Event description:
Product identified was being used to deliver an IV medication. Pt bumped the site of insertion of the product. The bump was slight. It was then noted that the cannula of the product had broken off the hub and had lodged, intact, in the t-connector.